Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens implant (iol) procedure the cartridge scratched iol. Additional information received and confirmed that the iol was scratched from cartridge . The procedure was completed with new lens and new cartridge.